Event description:
It was reported an occlusion alarm occurred resulting in a blood glucose (bg) level of 35 mmol/l and ketones identified as dangerous/life threatening. Customer visited the emergency room (ER) and received 8 units of insulin via novarapid pen which successfully resolved the bg. Customer was released from the ER one hour later with no permanent damage sustained. Customer changed supplies as necessary and resumed insulin therapy.